Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing dyspnea while in a presyncopal state. Pulse generator interrogation revealed episodes of pacemaker mediated tachycardia that had not been recognized. Timing cycles within the device were altered and the patient was started on amiodarone. The patient would be monitored through follow-up.